Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, mastectomy bilateral ((B)(6) 2014), breast reconstruction, breast cancer, menometrorrhagia and uterine enlargement. Concomitant products included alprazolam and ibuprofen since 2012. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ mostly left side abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) type: urinary tract"), fatigue ("fatigue,"), nausea ("nausea,"), hot flush ("hormonal changes describe: hot flashes") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one:weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hystercetomy with bilateral salpingo oophorectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and back pain had resolved and the hormone level abnormal, urinary tract infection, fatigue, weight increased, nausea and hot flush outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hot flush, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Imaging procedure - on (B)(6) 2010: results of confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: uterus, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix - benign cervical tissue with nabothian cysts. Endometrium - proliferative endometrium. Myometrium - benign myometrial smooth muscle. Bilateral fallopian tubes - benign fallopian tubes, no significant pathologic abnormality identified. Right ovary - benign ovary with involution corpus luteum and corpora albicantia. Left ovary - benign ovary with cystic corpus luteum. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs & medical record received: lot no added. New events - hormonal changes describe: hot flashes, lower back pain were added. Reporter¿s information, patient demography, concomitant condition, lab data and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, mastectomy bilateral (B)(6) 2014), breast reconstruction, breast cancer female, menometrorrhagia and uterine enlargement. Concomitant products included alprazolam and ibuprofen since 2012. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ mostly left side abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal) type: urinary tract"), fatigue ("fatigue,"), nausea ("nausea,"), hot flush ("hormonal changes describe: hot flashes") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one:weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hystercetomy with bilateral salpingo oophorectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and back pain had resolved and the hormone level abnormal, urinary tract infection, fatigue, weight increased, nausea and hot flush outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hot flush, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Imaging procedure - on (B)(6) 2010: results of confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis: uterus, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix - benign cervical tissue with nabothian cysts. Endometrium - proliferative endometrium. Myometrium - benign myometrial smooth muscle. Bilateral fallopian tubes - benign fallopian tubes, no significant pathologic abnormality identified. Right ovary - benign ovary with involution corpus luteum and corpora albicantia. Left ovary - benign ovary with cystic corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("uti"), fatigue ("fatigue,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the hormone level abnormal, urinary tract infection, fatigue, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events :pelvic pain, abdominal pain, dysmenorrhea, general abnormal bleeding, uti, fatigue, weight gain, nausea, hormonal changes. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.